Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-38 alarm was identified during evaluation. The cause of the condition was determined to be force sensing resistors (fsrs) out of range/inoperative. The device will be removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-38 alarm (malfunction in tube misloading detection circuitry). There was no patient involvement. No additional information is available.